Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that the patient implanted with this pacemaker was experiencing lightheadedness and felt likely to faint. Also, the patient was told that the device battery was getting low. The device was explanted. No additional adverse patient effects were reported.